Event description:
Reporter indicated that a dell handheld computer's screen froze during its first use. The flashcard was removed and reinserted to resolve the issue. Good faith attempts for the return of the device have been unsuccessful to date.